Event description:
A patient reported experiencing inaccurate low results with a one touch ii hospital meter. The patient's blood glucose results were 433mg/dl (20:10 meter), 634mg/dl (20:22 lab) (in the potential medical tab it was documented that, "using serum and collecting sample in a tiger-top tube for lab test"). Tests were done within 12 minutes with a difference of 24%. Patient did not experience any adverse events. No further information has been reported.